Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was experiencing dizziness and the patient thought the dbs system was causing the issue. The rep stated that whether the therapy was on or off, the patient continued to have dizziness. The impedance check showed c<(>&<)>4 being 3429 ohms, the rest were normal. The rep didn't think the patient was using c<(>&<)>4. The dizziness started 6 months ago. It was also reported the patient had vertigo prior to the dbs implant. The patient's tremor was not detectable, with or without the therapy being on. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause of the high impedances was not known and it was not resolved.